Manufacturer narrative:
Product analysis visual inspection: the balloon returned in the post inflation state there was no damaged observed to the tip or the balloon bond the size on luer is consistent with gch biologics was observed on the catheter the device was connected to an in-house in deflator the balloon could not hold pressure and a leak was observed on the proximal end of the balloon medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use a in.pact av access to treat a plaque lesion with stenosis in the radial cutaneous vein. Degree of tortuosity was mild/weak. A syringe was used for inflation. After insertion, device was delivered to the lesion and inflation was performed. At that time, the contrast agent leaked from the hub, causing the pressure to decrease. Air leakage was confirmed. Cracked or damaged luer/hub. The device was removed with no remaining parts in the body. Procedure was completed using the same size in.pact av access. No injury reported. When the device was returned for evaluation, it was noted that there was a leak in the balloon.